Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the sterilization processes for zimmer's implants were validated in accordance with (B)(4) and (B)(4) to a sterility assurance level (sal) of 1.0 x 10-6 or better. Furthermore, the mfg records contain process records and certificates documenting that both of these lots were processed accordingly and were sterile as mfg. Knee complaint records dating back to 1983 were reviewed for any references to effusions. No complaints were identified that attributed effusions to polymer (or any other) zimmer implants. While the exact cause of the reported effusion cannot be determined, there are no indications that the devices caused or contributed to the condition. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs.

Event description:
It is reported that the pt presented with unusual knee effusion.